Event description:
Home pt felt overfilled after using the homechoice cycler for automated peritoneal dialysis therapy. Home pt states prior to therapy completion, she encountered a "low drain" alarm in drain 5 of 5. According to home pt, she was in a hurry to complete therapy and bypassed the alarm, without verifying the drain volume. Home pt states "she wasn't thinking about what she was doing". After bypassing, home pt rec'd her last fill volume of 1000ml and therapy was completed. After therapy was completed, the home pt felt full and performed a manual drain using continuous automated peritoneal dialysis supplies. Home pt states she manually drained out 3000ml of fluid, 2000ml more than her last fill volume of 1000ml. According to the home pt, there was no pt injury or medical intervention.